Manufacturer narrative:
(B)(4). Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device's memory was reviewed and no irregularities were identified. The device was put through and passed manual testing that verified the performance of pacing, sensing, and shocking functions of the device. The recorded pacing and shock impedance measurements were within normal range. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this local sales representative contacted technical services on (B)(6) 2008 to report that this implantable chf device and competitor rv defibrillation lead were recently implanted. Post-operatively, erratic impedance measurements and loss of capture were observed. The patient was presented back to the electrophysiology (ep) laboratory and the pocket was reopened. The competitor lead's right ventricular (rv) terminal pin was disconnected and retested. Acceptable measurements were obtained and no lead reposition was required. The terminal pin was re-inserted and the set screw retightened. The physician did not reposition the lead. Lead diagnostic measurements were undertaken and normal measurements were obtained. No further intervention was reported. The physician did not have a conclusive explanation of the cause of the post-implant observations but suspected that the lead position had changed. No patient adverse events were reported. The available information at that time suggested that the device and lead system remained in-service. Subsequently, boston scientific received information that this device was explanted and replaced in (b)(60 2014 due to normal battery depletion. The device was received at boston scientific's return products department.